Event description:
It was reported that during a follow up in clinic, high pacing impedance and inadequate capture were noted on the right ventricular (rv) lead. The rv lead was capped replaced to resolve the event. The patient was in stable condition.